Manufacturer narrative:
The versacare® bed system (a ¿ j) is intended to provide a patient support suited to be used in healthcare environments. The versacare® bed may be used in such settings as acute care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). The intended user of this product are healthcare employees who have been trained to use the product, and who have the physical strength and cognitive skills to operate and control the product. Baxter has contacted the account for the bed inspection and repair. The account confirmed they discarded the bed, and did not want it to be repaired. Thus, baxter is completing this complaint. Based on this information, no further action is required. Although there was no reported injury with this event, if the report of CPR malfunction were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Event description:
It was reported that versacare frame head section could not be lowered by using the CPR function. The bed was located at the account and occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.